Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during laparoscopic procedure, the flex deflectable videoscope would not switch to 3d video image. The procedure was performed in 2d. There was no patient harm reported.